Event description:
Pt presented with obvious tibial insert collapse. At time of surgery, pt was found to have gross wear on the tibial insert. The worn tibial insert was revised.

Manufacturer narrative:
Summary of evaluation:the information provided, including the patient's high weight, and the examination results are insufficient to determine the cause of this event. However, the patient's weight is likely a contributing factor.